Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a zoll representative contacted zoll while assisting a (B)(6) year old male patient while in the hospital to report that the patient was swollen from retaining fluid and the lifevest was now causing a skin condition. On (B)(6) 2012, the patient reported that the skin condition was getting worse. The patient's physician released the patient from the lifevest while in the hospital. There was no additional follow-up on the condition of the area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.